Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the procedure was a bronchial embolization via a right femoral puncture. At end of the procedure, the angio-seal evolution was inserted and locked into place with second click. The device was removed, and it was noted that the suture was not visible as device did not deploy as normal. Manual compression was applied for fifteen minutes to achieve hemostasis. The estimated blood loss was less than 250cc. The procedure was completed successfully, and the patient was transferred to the recovery area.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.